Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the full-height qb drawer number five in the main failed and will not recover. A field service engineer successfully determined the module controller was defective. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.